Event description:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue was related to pressure transducer test and internal leakage test failure during pre-use check. The problem was confirmed in problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board was detected as faulty and the part has been replaced. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.